Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep in (B)(6) 2022 that preoperatively to an unknown surgery on (B)(6) 2022, it was observed that the vapr premiere 90 electrode device was showing error "code 200 ref 11"; and therefore, was not able to use during the case. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary : the device was received and evaluated. Visual inspection revealed that the electrode is in normal use condition. The cable is in good condition as well as the connector and pins. The suction tube does not show saline residues. The active tip does not shows signs of activation. When connected to the test generator, the electrode was immediately recognized. When performing the functional test, the ablation and the coagulation functions were able to work. No error codes were detected. The electrode will be sent to the manufacturer for further analysis. Manufacturer evaluation result for vapr premiere 90 electrode-ea: the device has not been returned in its original packaging. The active tip is in a used condition. There is tissue debris visible around the active tip. There is residue visible in the suction tubing. The electrical test was performed, as a result, all the parameters passed. Functional testing was conducted; the flow rate and all activation modes passed the test. Manufacturer summary: the customer reported fault was that the device caused the generator to display an "200 ref 11" error during the procedure, this could not be confirmed during testing at olympus. Testing shows the complaint device to have successfully passed electrical testing, functional testing and activation performance remained consistent and we were unable to reproduce the reported issue. The complaint device was found to meet the manufacturers specification; therefore, no further investigation is possible. The root cause of the customer reported issue could not be determined however the error code advised '200 ref 11' may indicate an internal fault with the customers generator hardware. A DHR review has been performed for the complaint device lot number u2106029; no issues (ncrs or deviations) with the manufacturing process have been indicated. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.